Event description:
The pt received her scs system on (B)(6) 2005. It was reported that she lost stimulation on (B)(6) 2010. A replacement programmer and wand were sent to her to no avail. The ipg was explanted and replaced on (B)(6) 2010. Follow up on the pt found that no further issues have been reported. The explanted ipg was returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
Ans has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.